Event description:
During an incident in 2000 involving a female pt in cardiac arrest, this defibrillator powered up first with a "service mandatory" prompt. The battery was replaced and the defibrillator operated properly assessing twice as "no shock indicated". A fire company was performing CPR when this crew arrived. Als arrived and took over pt care. The pt was pronounced. The crew had replaced both batteries at the start of their tour and performed the required check at which time the unit was operating properly. The crew stated there was no interruption of pt care.